Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: unk, unknown versys stem, unk; unk, unknown liner, unk; unk, unknown head, unk. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 05839; 0001822565 - 2017 - 05840; 0001822565 - 2017 - 05841.

Event description:
It was reported by patients legal counsel that the patient expired approximately two months post-implantation due to systemic septic infection, ulcers, uti, respiratory pneumonia, dyspnea, hypoxia and congested heart failure. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
It was reported patient presented with several pressure ulcers at the right/left heels and coccyx sacral areas after admission to extended convalescent facility. Patient developed uti, respiratory pneumonia over 2 days evidenced by dyspnea and hypoxia with a worsening cardiac status showing congestive heart failure while residing in extended convalescent facility. Patient was subsequently readmitted to the hospital with sirs (systemic inflammatory response syndrome) secondary to pji complicated by chf, worsening respiratory and skin infections. One week after hospital admission, patient expired due to right hip infection leading to sepsis.